Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor in comparison to reading on an hcp meter. The customer obtained 93 mg/dl and unspecified lower sensor scans and experienced nausea, stomach ache, headache. An ambulance was called and customer was taken to the hospital where a blood glucose result of 381 mg/dl was obtained on the hcp meter. Customer was treated with insulin for diagnosis of hyperglycemia, her "regular medication" and had her glucose levels monitored. There was no report of death or permanent injury associated with this event.